Event description:
Reporter reports this situation as possibly related to the device. The mitral stenosis after mitral valve repair is a result of excessive pannus overgrowth that can occur in a few pts with any annuloplasty device. In fact, drs state in their paper "because this is a rare complication of mitral valve repair and our sample sizes are relatively small, it is not possible to determine if it is the duran ring, the pt, or both that caused the excessive pannus on the ring and mitral valve leaflets." After 27 years of proven performance, any pannus issues with the duran ring would have presented themselves, and the device would have been removed from the market. In fact, the fabric used in the duran rings is no different than that used in stented valves. In discussion with other surgeons on this issue, a common conclusion has been "if one does enough repairs, there will always be a few pts with stenosis regardless of which device is used." A pt had a successful mitral valvuloplasty for severe prolapse. The surgery was complicated by a pericardial tamponade, which was corrected. Immediate post-operative echocardiogram revealed only mild thickening of the mitral valve. Over time the thickening increased slightly. The most recent echocardiogram revealed severe thickening and deformity of the valve leaflets, fusion, tethering and thickening of the cordial apparatus compatible with rheumatic mitral stenosis. Dr is hard pressed to explain these findings. The mitral valve was repaired in 1994 with a duran ring annuloplasty. A bond was placed around the annulus. Prolene sutures were used. There did not appear to be anything unusual during the operative procedure.